Manufacturer narrative:
Due to character limit in e1 event site address is (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had an low vacuum error. Patient was involved, no injury.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6 (type of investigation, investigation findings, component code, investigation conclusions), h11. Corrected field: d4 UDI number, h6 medical device problem code. A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and the fse observed "low vacuum error" getting occurred intermittently. Reconnected solenoid driver pcb & drive manifold, checked unit, issue remains the same. Problem suspected with drive manifold, need to check with the working. While replacing drive manifold found that, some leak near pressure regulator. After checking found that, one muffler leak, needs to be replaced. Further checking will done after replacing same. Unit drive manifold and muffler get replaced with new one. Performed all require test, found ok. Unit observed more than 3hrs. No issue repeated. Unit still under observation for next 4 days. Visited customer for cardiosave unit an no error repeated. Unit working fine.